Event description:
Subsequent to the initially filed MDR report, the following information was received: the prostyle was deployed, placed, and the knot advanced and tighten as intended; however, the patient was still bleeding. Peripheral vascular surgery using a stent graft was used to treat the perforation and dissection and achieved hemostasis. Per the physician, the perforation and dissection do not appear to have been caused by the prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. The reported patient effects of hemorrhage, perforation, and dissection are listed in the perclose prostyle instructions for use, as a known patient effects of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that suture placement in an unspecified access site with an unknown perclose device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. After the delivery system was inserted, there was bleeding around the sheath and pressure was held throughout deployment, which was successful. After the case, they perclosed the artery and the bleeding continued. Then they went up and over with a non-abbott balloon. Since the puncture was right at the bifurcation, a covered stent could not be used. Vascular surgeon did a cut down where it was revealed that there was a perforation and dissection at the access site. A graft was then used to treat the perforation and dissection and achieve hemostasis. There was no reported delay in the procedure or therapy. No additional information was provided.